Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of an off no power anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer's mother stated that while blousing, her son had 1 bar of insulin and 3 bars of battery when the pump shut off after no delivery alarm. The customer stated that the pump would not turn back on. The customer was advised to perform a 5.0u fixed prime. The customer stated that insulin did exit. The customer was unable to remove the set at the time to examine the cannula. The customer was advised to change the entire fusion set.